Event description:
The valve explanted due to paravalvular leak. According to the nurse, it maybe possible the pt had recurrent endocarditis. The valve is being retained at the hosp's safety office. Additional info is being requested.